Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens was not explanted. Telephone number: unknown, information not provided. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and when the lens implantation was about to be completed, the surgeon found a white substance in the eye. The surgeon removed the white foreign body. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 18 nov 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the photographs provided by the customer indicated that the material was taped to a piece of plastic. The material was returned and sent to eag laboratories for ftir testing. Per eag laboratories, the material was consistent with acrylic species similar to an acrylic tape adhesive and acrylonitrile/butadiene/styrene (abs). The ftir results were compared to the manufacturing site ftir database and no results passed the 0.90 correlation threshold for confirmation. A correlation of 0.52 was the closest. The complaint issue " foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.